Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via log file analysis. Review of the event log file revealed data at a default date and time of 01jan2000. Intermittently throughout the log file, while connected to the mobile power unit (mpu), low voltage, power cable disconnect, and no external power alarms activated due to losses of ac power. The alarms resolved once ac power was restored or once the system was connected to a different external power source. The backup battery supported the system as intended during each loss of power. Pump operation was not affected. The heartmate mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website . Heartmate 3 IFU (rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage and no external power alarms despite changing the battery clips, system controller (B)(6) and recalibrating all the batteries. All the batteries were fully charging, and all green lights were present on the battery charger. The patient was admitted to the hospital and placed on wall power. Log files were submitted for review and captured no external power alarms and low voltage events on an unknown date due to the clock running at default timestamp on (B)(6). The cause of these events was due to the power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. Log files from the patient's previous system controller (B)(6) were submitted for review. The log file did capture some intermittent indications of a weak connection between the batteries and battery clips. It was noted that the system controller from both sets of log files were about 5 years old. The patient's system controller, modular cable, battery clips, and batteries were exchanged the next day on (B)(6) 2026. It was noted that there was some corrosion on the patient batteries and that they had one set of bad battery clips. X-rays of the driveline were also performed. Log files from the new system controller (B)(6) were submitted for review and captured what looked like the system controller exchange on (B)(6) 2026 at 1618 and low voltage hazard/ advisory events noted at 1620-1621 while on battery power. There was no further voltage events noted in the log afterwards.